Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call on (B)(6) 2018 that the customer's insulin pump was cracked around reservoir compartment and is "barely" able to lock into place. Customer has issues with cosmetic damage. Customer's blood glucose level at the time of incident is 149 mg/dl. No symptoms indicated and no treatment necessary. Customer was advised the insulin pump will be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Insulin pump received with broken reservoir tube lip noted. Unable to perform displacement test due to reservoir lip broken off. The test reservoir does not stay locked in place due to reservoir tube lip broken off.